Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Consequently, the physician made the decision to explant and replace the device. At this time, evidence suggests that no request was made to have data from this device analyzed prior to the explant procedure in order to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
The returned device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Automated electrical testing was also performed, and normal device function was observed. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Consequently, the physician made the decision to explant and replace the device. At this time, evidence suggests that no request was made to have data from this device analyzed prior to the explant procedure in order to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device was returned for analysis.